Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the provisional was found to be fractured.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. The returned device exhibits signs of repeated use (nicked or gouged) and anterior section of post has been fractured off. Device history record (DHR) was reviewed and no discrepancies were found. Investigation results concluded the most likely root cause of the event is previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.